Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the double spinous clamp was damaged. It was reported that the retainer ring was reported to have broken off of the clamp when being loosened by the user. It was noted that the ring had fallen into the anatomy but could be retrieved. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.